Manufacturer narrative:
Device evaluated by MFR: nc emerge mr, ous 2.75mm x 12mm was returned to the complaint investigation site (cis). The visual and tactile inspection revealed no issues with hypotube shaft. A visual inspection of outer and inner lumen and tactile examination of the entire extrusion found no issues. A detailed microscopic examination of the balloon material identified a 0.8cm longitudinal tear. Microscopic examination identified that the inner lumen was stretched (0.9cm in length) 5.1cm from the distal tip. Bumper tip showed no signs of distal tip damage.

Event description:
It was reported that balloon rupture occurred. The 85% stenosed target lesion was located in the severely tortuous and severely calcified left anterior descending artery. A 2.75mm x 12mm nc emerge balloon catheter was advanced for dilatation. However, during inflation, the balloon ruptured. The procedure was completed with a different device. There were no patient complications nor injuries reported, and the patient condition was good post procedure.

Event description:
It was reported that balloon rupture occurred. The 85% stenosed target lesion was located in the severely tortuous and severely calcified left anterior descending artery. A 2.75mm x 12mm nc emerge balloon catheter was advanced for dilatation. However, during inflation, the balloon ruptured. The procedure was completed with a different device. There were no patient complications nor injuries reported, and the patient condition was good post procedure.